Event description:
The customer reported that the system exhibited a 'communications failure'. This error will result in a system lock up or prohibit the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 connection cable was evaluated and replaced. The ps1 power supply was also evaluated and optimized. The system was tested and found to be working as intended and put back into service.